Manufacturer narrative:
Evaluation summary: one lf1937 was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The disengaged plastic was returned. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracic surgery for esophagus cancer (vats), the surgeon inserted the device into a trocar. When the surgeon was using the instrument, it was found that the insulation material was broken. The insulation material completely disengaged outside the patient's cavity- at the instrument table; and did not fall into patient's cavity. Patient's cavity was checked by laparoscopic camera to verify that there were no parts fell in the patient's cavity. The device was replaced with a new one. There was no patient harm.